Manufacturer narrative:
This complaint is related to MDR number: 1828100-2013-01178 and 1828100-2013-01179. The user facility moved into a new facility, the perfusion systems were unplugged and moved. No one plugged in the systems or turned them on to keep a charge on the batteries.

Event description:
It was reported by the field service rep (fsr) while visiting the user facility for another issue, it was discovered that the centrifugal back-up batteries were dead. There was no pt involvement.